Event description:
This case occured outside of the USA, in poland. According to the information received on 29-july-2022, end of (B)(6) 2022, a patient was injected with teosyal rha 4 (unknown batch number) on cheeks. In a timeframe that is unknown, the patient complained about swelling, pain, filling of inflammation accompanied with abscess on the treated area. After the injection, the patient went to albania, where the symptoms occured (exact date unknown). As treatment, the patient received an antibiotic (amoxiclav 1mg) and a non-steroid anti-inflammatory (equivalent to nimesil). On (B)(6) 2022, back to poland, the patient visited the injector and was prescribed an antibiotic (cipronex). The sores were smaller and the injector gently punctured them. According to the injector, the symptoms presented by the patient might be linked to sun exposure and potential allergic reaction. The injector already received support from medical assistance and the situation of the patient and symptoms evolution are monitored. Additional information has been queried (chronology of event, symptoms resolution...).

Manufacturer narrative:
Additional MFR narrative: this case occured outside of the USA, in poland. According to the information received on 29-july-2022, end of (B)(6) 2022, a patient was injected with teosyal rha 4 (unknown batch number) on cheeks. In a timeframe that is unknown, the patient complained about swelling, pain, filling of inflammation accompanied with abscess on the treated area. After the injection, the patient went to albania, where the symptoms occured (exact date unknown). As treatment, the patient received an antibiotic (amoxiclav 1mg) and a non-steroid anti-inflammatory (equivalent to nimesil). On (B)(6) 2022, back to poland, the patient visited the injector and was prescribed an antibiotic (cipronex). The sores were smaller and the injector gently punctured them. According to the injector, the symptoms presented by the patient might be linked to sun exposure and potential allergic reaction. The injector already received support from medical assistance and the situation of the patient and symptoms evolution are monitored. Additional information has been queried (chronology of event, symptoms resolution...).